Manufacturer narrative:
The opened pouch was returned unsecured in the carton. Only one lens portion (cut) was found upon receipt. The other pictured portion may have been lost in transit, due to being loose. This returned portion has been cut. The reported scratch could not be differentiated on this portion. A used qualified company cartridge was also returned in the carton. Viscoelastic was observed in the cartridge. The cartridge tip was damaged. Two aneurysms were observed, on the bottom of the tip along with heavy stress. One aneurysm started in the nozzle and traveled into the tip. The cartridge has evidence of placement into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation, indicated the product met release criteria. The viscoelastic and handpiece used were not provided. It is unknown, if qualified products were used. The root cause for the reported complaint could not be determined. Only a portion of the lens was found upon receipt. The cartridge tip damage may, indicate the lens/plunger were not is proper positions for advancement. This type of cartridge damage typically occurs if the lens is not positioned correctly for advancement. If there is a lack of viscoelastic between the lens and the cartridge lumen, or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. Top coat dye stain testing was conducted with acceptable results. The IFU instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying, that the lens is on the bottom surface of the cartridge. Failure to follow this step may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The handpiece and viscoelastic information was not provided. Per the IFU: the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications, during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A supervisor reported that during a cataract extraction with intraocular lens (iol) implant procedure, the surgeon needed to enlarge the incision a little because she felt force at the time of filling. The surgeon finally injected the iol and noticed a scratch in the center of the optic. For this reason, the surgeon decided to remove it by cutting it into 3 parts. There was no patient harm and the surgery was completed using another iol with the same diopter.